Event description:
Left knee swelling [joint swelling], left knee drained (left knee effusion) [joint effusion], facial swelling [swelling face], constriction of airways [throat tightness]. Case description: spontaneous report received on 12/7/2010, from a (B)(6) female pt, initials (B)(6), with a medical history of osteoarthritis and an acl (anterior cruciate ligament) tear. The pt was administered synvisc-one on (B)(6) 2010, in both knees. On an unk date, the pt experienced swelling of the left knee, facial swelling, and constriction of the airways. The pt's left knee was drained and injected with a steroid. In addition, the pt received an oral antihistamine. The outcome of facial swelling and airway constriction both were recovered. The event of left knee swelling was improved, but not yet resolved. The synvisc-one lot number was unk. No further info was provided. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.